Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed a pump alarm occurred and was due to a critical pump memory error. The clinician programmer was turned off; the pump was re-interrogated. All pump programming was correct. The hcp (healthcare provider) planned to refill the pump and then update the pump with the new reservoir volume. The pump contained dilaudid.